Manufacturer narrative:
Additional information: one actual sample and one companion sample were received for evaluation. A visual inspection with the naked eye noted that both units presented in opened packaging. It was identified that the sponges were properly inserted and in the upper part they had a light brown color. With the help of tweezers, the sponges were removed and it was verified that they contained iodopyridone. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicaps were lacking iodine; this was further described as ¿the nurse pushed a q-tip into the sponge but did not see any iodine on the q-tip and the sponge was not brown¿. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.